Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 10/07/2025 at 05:59:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 6.0 received the low battery alert (104) on 10/07/2025 05:59:00 after more than 7 days at 10.67 days. Battery cycle 4.0 received the low battery alert (104) on 09/26/2025 13:50:00 after more than 7 days at 13.75 days. Battery cycle 3.0 received the low battery alert (104) on 09/12/2025 17:49:00 after more than 7 days at 12.43 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case. The sc1-cap/reservoir does lock properly. Charge/battery lasts less than expected was not confirmed. High bg was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged an issue with insulin pump. The customer reported blood glucose value of 300 mg/dl at the time of event, and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-243a, mmt-342, mmt-7040ma, mmt-1884. Troubleshooting was not performed for hyperglycemic event. No further patient complications were reported. No product return is required for mmt-243a, mmt-342, mmt-7040ma. Mmt-1884 was requested, and customer response was the device will be returned.